Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to t wave oversensing. Boston scientific technical services (ts) discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD recorded an atrial fibrillation (af) episode with low amplitude and t wave oversensing. The health care professional (hcp) and technical services (ts) discussed reprogram options. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to t wave oversensing. Boston scientific technical services (ts) discussed troubleshooting options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to t wave oversensing. Boston scientific technical services (ts) discussed troubleshooting options. Additional information was received which indicated that, this s-ICD recorded an atrial fibrillation (af) episode with low amplitude and t wave oversensing. The health care professional (hcp) and technical services (ts) discussed reprogram options. Additional information was received which indicated that, the patient received another inappropriate shock due to low r waves amplitude leading to t wave oversensing. In the reviewed events, the patient has multiple morphologies with some signals with large amplitude and some intermittent atrial fibrillation. Technical services (ts) recommended further testing with pacing at different rates. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to t wave oversensing. Boston scientific technical services (ts) discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD recorded an atrial fibrillation (af) episode with low amplitude and t wave oversensing. The health care professional (hcp) and technical services (ts) discussed reprogram options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient received another inappropriate shock due to low r waves amplitude leading to t wave oversensing. In the reviewed events, the patient has multiple morphologies with some signals with large amplitude and some intermittent atrial fibrillation. Technical services (ts) recommended further testing with pacing at different rates. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the device was checked, and the electrophysiology (ep) noted an inappropriate atrial fibrillation episode stored and smart pass disabled due to undersensing april. The field representative ran an auto setup and all vectors passed, the alternate vector was chosen this time by the device. This device remains in service. No adverse patient effects were reported.